Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 in the late afternoon, the patient checked the cgm reading which was 100 mg/dl. The patient felt that her bg was low, hence she stood up to get a box of juice, however upon standing up the patient passed out and fell down on the floor and injured her left shoulder. She was not able to check the bg reading because she already lost consciousness. Her husband helped her up and treated her with 3 boxes of juice . After she finished drinking the juice, the patient felt that her glucose was back to normal, however they still did not check the bg meter because her husband insisted to bring her to the emergency room (ER) due to a broken collar bone due to the fall. When she arrived at the ER no medication was given for hypoglycemia, however they treated her with tylenol (paracetamol; pain killer) for her broken collar bone. In addition they performed an x-ray. She was discharged the same day. At the time of the report the patient´s bg was normal and she was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.